Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that prior to surgery, the milling drape was opened and the scrub nurse noticed a line of perforations across the drape. Two others were opened. All three had the same perforations. They advised the surgeon and used one of them for the case. No add'l clinical was rec'd prior to this report.